Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The guidewire along with holder and arteriotomy locator were returned as well. Visual inspection revealed no anomalies with the locator or the guidewire. The carrier tube assembly was found to be properly mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis at the tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted. Functional testing was performed ,and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through the monofold. A digital force was applied to the anchor and, the suture along with collagen was released. The tamper tube also was deployed as expected. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the string never came out of the involved angio-seal device. The procedure outcome was good. The patient's condition was reported to be good. There was no patient injury, medical/surgical intervention required. Additional information was received on 03jun2020. The type of procedure performed was a leg runoff using a 7fr sheath. A pre-deployment angiogram was performed. Manual pressure was applied to achieve hemostasis.